Manufacturer narrative:
(B)(4). Batch # p58x7h. Photo evaluation: one picture was provided. Picture provided shows a staple line over tissue, however what appears to be a not completely b form shape staple can be seen. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what was the device dialed down to in the firing range before firing the device? Yes. Was the device fired completely, with the handles touching plastic to plastic? Yes. Was the donuts complete? Yes. Was the washer cut completely? Yes. How much bleeding occurred? Unknown. Did the patient receive any blood products? No. If yes: how much blood products did the patient receive? What is the patients current condition? Stable and left from the hospital.

Event description:
It was reported that during a gastrectomy, staples malformed. During the open gastrectomy, when anastomosed the stomach and small intestine, after fired, found the staples malformed, some staples' legs were straight as photo shows. The patient was bleeding, and used new device to complete the surgery and stop the bleeding. The patient is stable and in the hospital now. The patient¿s length of hospital stay is not extended.